Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the product condition. The customer reported the cannula was coming away from the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users aer at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka)." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported waking up with blood glucose reading 380 mg/dl on 7/18. His skin was translucent and a little raised; it kind of resembles a tuberculosis skin test to him. He decided to remove the device after 48 hours of wear. Upon inspection, he noticed the cannula was not all the way in the infusion site and there was insulin coming out of the pod and covering the adhesive pad.